Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon is still inside - vagina [foreign body in reproductive tract]. String broke off the tampon [device breakage]. Case description: consumer contacted via phone and stated that the string broke off the tampon and the tampon was still inside her daughter. No serious injury was reported.